Manufacturer narrative:
H.6. Investigation: a complaint of "false positives" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6).this is unconfirmed complaint because the user was not operating the device within specifications per the users manual. The root cause is due to lab environment. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Bd quality did not receive any returned parts or instrument for investigation and complaint has been confirmed based on the picture provided. Service history review revealed no previous complaints for this issue. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported that while using instrument top bactec fx packaged false positive results were obtained by the laboratory personnel. A confirmatory test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "the batch was being used in our sterility testing routine and generated a positive result (this result should be negative). We proceeded with the same procedure adopted in the other tests: we performed the plating and there was no growth; we also took a sample from the bottle positive and we incubate in a new bottle and after the incubation time the result was negative; we tried to enrich it with thioglycolate and casein prepared internally and no turbidity was observed ". "

Manufacturer narrative:
Initial reporter phone number: (B)(6). Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using instrument top bactec fx packaged false positive results were obtained by the laboratory personnel. A confirmatory test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "the batch was being used in our sterility testing routine and generated a positive result (this result should be negative). We proceeded with the same procedure adopted in the other tests: we performed the plating and there was no growth; we also took a sample from the bottle positive and we incubate in a new bottle and after the incubation time the result was negative; we tried to enrich it with thioglycolate and casein prepared internally and no turbidity was observed."